Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient has been revised and may have an allery to nickel.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the device did not perform to expectation due to the patient experiencing an allergy to cobalt chromium.

Manufacturer narrative:
No devices were received with the complaint for investigation; therefore, the condition of the components is unknown and both visual and dimensional evaluations are not possible. The device history records review could not be performed since the product part and lot numbers are unavailable. This device is used for treatment. The complaint history search for related complaints could not be conducted since the product part and lot numbers are unknown. The reporter stated that the surgical technique was used. It was reported that an allergic reaction to the material of the implant led to a revision. Therefore, the patient's condition is considered as the root cause of the issue.